Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked tubing event on (B)(6) 2024. The blood glucose level of the patient was high which was treated with correction injection via multiple daily injection. The issue occurred with one infusion set used for four hours. No further information was available.